Manufacturer narrative:
Upon receiving the surgical bur, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record for the subject pds-1cd175-40 surgical bur [lot no. 2451]. There were no problems observed during acceptance/manufacturing or testing noted in the DHR. There were also no repair history records since the surgical bur is a single use product. B) nakanishi conducted a visual inspection of the returned surgical bur and observed the fracture surface and noticed the following phenomena: - the bur was fractured at 20mm from the tip. - brittle fracture was observed over the entire fracture surface and fatigue fracture (ratchet marks) was on a part of the fracture surface. - the shank of the bur was abnormally rough. C) nakanishi took photographs of all the parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi identified, from the results of the visual inspection, that the cause of the fractured bur was contact with the spacer due to the broken bearing in the handpiece. B) nakanishi considers the possibility, based on the findings in the visual inspection, as well as many years of experience, that the cause of the broken bearing was high load cutting and/or ingress of undesirable materials into the bearing, leading to abrasion. C) in order to prevent a recurrence of the bur breakage, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using the device as instructed in the operation manual.

Manufacturer narrative:
The dentist refused to provide any further information about the event, including information about the patient.

Event description:
On (B)(6) 2025, nakanishi received an email from a consultant of a distributor about a malfunction of a nsk surgical bur. Details are as follows: the event occurred on january 17, 2025. The doctor was performing a surgical operation using a handpiece with the pds-1cd175-40 coarse diamond bur (lot no. 2451). During the operation, the bur unexpectedly fractured but the patient was not injured. After replacing the bur with new one, the dentist observed no abnormalities in the device and the patient was unaffected. According to the dentist, there were no abnormalities observed in the device prior to use.